Event description:
Per the clinician's report, this pt stopped wearing his speech processor due to pain and discomfort upon use. The pt's mother reported that the pt plays soccer and had bounced the bail from his head. The clinician exchanged his external magnet for a lower strength magnet and also reprogramming the device. However, this did not alleviate the feelings of discomfort. Integrity testing revealed normal receive/stimulator function and 5 faulty electrodes. Reprogramming was recommended. The surgeon decided to explant the device and reimplant a new one in 2006.